Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the patient's non-boston scientific right atrial (ra) lead exhibited high impedance measurements of greater than 3000 ohms. Isometrics were performed which revealed impedance measurements of 500 to 600 ohms. Pacing threshold and sensing measurements were good. The plan was to continue to monitor the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted during the revision, the physician manipulated the leads while connected to the device and then retested on the pacing system analyzer (psa) and did not see any changes to the impedance measurements, nor was noise noted on the ra or rv channels. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that this device and the non-boston scientific right ventricular (rv) lead exhibited high rv pacing impedance measurements of greater than 3000 ohms, and oversensing of minute ventilation (mv) signals. The device was reprogrammed. The patient was brought in for troubleshooting, and isometrics were performed which did not elicit any noise on either lead. Rv impedance measurements went to 2200 ohms with arm movements. A surgical revision was subsequently performed and the device was explanted and replaced, along with the rv lead. No additional adverse patient effects were reported.